Manufacturer narrative:
Richard wolf (rwgmbh) has concluded its investigation. There were no indications of a material or manufacturing defect. It is suspected that mechanical overload was the cause of the reported event. The type 8395214 inner forceps components have been in the product range since october 1993. Since then, there have been no further complaints regarding this type of device.

Event description:
It was reported that during a laparoscopic cholecystectomy, the joint hinge of one arm of the babcock forceps broke off. It fell into the surgical site and could not be retrieved even with the aid of a c-arm machine. The surgery was extended by approximately an hour.